Event description:
Customer reports that belt clip broke causing insulin pump to fall and crack. Customer's blood glucose was 268 mg/dl. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. (B)(4).